Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at flex dose of 580 mcg/day. The reason for use was not reported. It was reported that the pump had eroded through the abdominal wall and became infected. The event date was noted as (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions included replacing the pump with another by the same manufacturer on (B)(6) 2018. The customer was not notified that the device should be returned, and it would not be returned as it was discarded by the customer. The issue was resolved at the time of the report. The hcp has no further information for the manufacturer. The patient status was reported as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780 lot# serial#(B)(4) implanted: (B)(4) 2014 explanted: product type catheter evaluation conclusion code (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that in the middle of the pump re placement/catheter revision case, the hcp could not aspirate from the catheter. The cause of the inability to aspirate was not known, but the hcp was able to revise the catheter and successfully aspirate 1cc. The new pump was filled with 500mcg/ml drug, and the hcp wanted to perform a full system prime now that the catheter access port (cap) and catheter were cleared of the 2000mcg/ml drug. It was further specified that the baclofen in the pump was gablofen. No additional symptoms were mentioned.